Manufacturer narrative:
The event occurred in (B)(6). Absent the lot number, manufacture date cannot be determined. Manufacturer actually received the information for this comparison on (B)(6) 2012. Will not be returned to manufacturer.

Event description:
Caller states the patient tested 3.5 inr on the coaguchek xs system and 2.53 inr on a comparison lab. Caller states the lab values were used for adjustments. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that she no longer has the strips, so no product will be returned for evaluation.